Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was entering the set and inlet during the use of an exactamix non-vented, high-volume inlet and exactamix 2400 valve set. Bubbles were observed while pumping bags in the pharmacy prior to patient use. Intermittent bubbles were observed possibly from the cal gluconate. The inlet was swapped out on the dextrose and ran direct entry 200ml dextrose and 200ml sterile water with a bubble detected while pumping dextrose and a 0.60% variance. It appeared to be an issue with a leaky valve set or inlet. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured in june 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.